Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, lead dislodgment was observed on the ra lead. Lead dislodgment was confirmed via fluoroscopy image. No capture issue and oversensing far r-waves were observed on the lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable during and post procedure.